Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that the patient had expired on (B)(6) 2017; the cause of death was acute pancreatitis. The nurse stated that the patient was admitted in (B)(6) for pancreatitis that was related to heavy alcohol use. While in the hospital the patient continued peritoneal dialysis therapy until (B)(6) 2017. Subsequently, the pd catheter was removed on (B)(6) 2017 and the patient was moved to hemodialysis. The patient continued to perform hemodialysis until his death. The pdrn was not aware if the patient was performing hd at the time of death. The patient went into cardiogenic shock and expired on (B)(6) 2017. The patient had a medical history of cardiac issues. The patient was on dialysis for over a year.